Manufacturer narrative:
Results: visual inspection of the product found the optic torn. There was evidenve of surgical residue. An investigation is in progress for lens tears under (B)(4).

Event description:
An aa4203tl model lens became stuck in the cartridge as it was advancing and tore. The lens touched the eye but it was not implanted. There was no pt injury.